Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eri. The charge drawn from the battery as checked. The check indicated that the battery discharge did not meet expectations. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. The ICD was opened. The visual inspection of the internal structure showed no irregularities. The power consumption of the electronic module was measured and was as expected. The measurement of the battery voltage confirmed that the battery discharge was not as expected. The battery was then returned to the manufacturer for a destructive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were examined. The battery was still sufficiently charged during the measurement of the battery voltage. However, a performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened, and the internal structure was visually inspected. During the visual inspection, an internal short-circuit was detected. This internal short-circuit enabled an increased battery-internal self-discharge. In summary, the ICD had been implanted for 45 months. Per analysis, the clinical observation resulted from an increased battery-internal self-discharge. The electronic module proved to be without defects during the analysis. Based on the analysis, all therapy functions critical for patient safety were available without restrictions during the implantation time.

Event description:
Ous MDR - after an implantation period of approx. 45 months it was reported that the device changed to eri. No event date was provided. The device was explanted.